Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately five years post filter deployment, patient presented with abdominal pain. Approximately two years later, CT revealed infrarenal ivc filter in place with several posterior and medial legs extending through the ivc wall, coursing along the medial and posterior walls of the abdominal aorta, along the anterior cortex of l4 with indeterminate cortical penetration of the l4 inferior vertebral endplate. Approximately three months later, patient was scheduled for filter retrieval. Using bard recovery cone and sheath the filter was retrieved successfully. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that one of the filter legs perforated along the left posterior aspect of the ivc extending towards the abdominal aorta. The device was removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.